Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID enveor-l serial/lot 0009286950 use by date 2019.08.20 UDI (B)(4). Updated d10 - concomitant prod info. Updated h6 - the delivery catheter system (dcs) was discarded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that during the valve implant, as the delivery catheter system (dcs) was advanced through the aortic valve, ventricular fibrillation occurred. It was believed that the valve was blocked by the dcs and blood flow was blocked. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: b5, b7, g1, h6. Corrected: b2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a non-medtronic surgical valve, percutaneous cardiopulmonary support (pcps) was used due to ventricular fibrillation (vf). It was reported that pcps was used only during the procedure. Trace paravalvular leak (pvl) was noted and resolved without treatment. The procedure was completed without issue. No additional adverse patient effects were reported. Additional information was received that during the valve implant, as the delivery catheter system (dcs) was advanced through the aortic valve, ventricular fibrillation occurred. It was believed that the valve was blocked by the dcs and blood flow was blocked. No additional adverse patient effects were reported. Additional information was received that a post-implant balloon dilation was performed with a 23 mm non-medtronic (z-med) balloon during the initial valve implant procedure. Approximately two years and eleven months following implant, the patient was hospitalized for congestive heart failure (chf) and the relationship to the device was assessed by the physician as unknown.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a non-medtronic surgical valve, percutaneous cardiopulmonary support (pcps) was used due to ventricular fibrillation (vf). It was reported that pcps was used only during the procedure. The procedure was completed without issue. No additional adverse patient effects were reported.